Event description:
It was reported that a patient underwent a tubal ligation and an endometrial thermal ablation procedure on (B)(6) 2011. The tubal ligation was completed without incident. During the procedure, the device would not maintain pressure above 100. The circulating nurse stated that about 3, 30cc syringes or 90 cc total were used in the balloon. The physician continued to add fluid to the device to see if he could get the pressure to go above 100. The procedure was aborted. The patient was discharged from the hospital with no complications. The patient experienced pain and went to the emergency room on (B)(6) 2011 and was diagnosed with a uterine perforation and a perforated small bowel. The patient underwent surgery and was noted to have necrotic bowel with several small bowel perforations along with the uterine perforation. The patient had to have an appendectomy, hysterectomy, and small bowel resection. The current status of the patient is stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02217. The same patient is represented in each medwatch.